Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. A 20mm x 3.50mm nc quantum apex catheter balloon was selected to dilate the lesion. During introduction, outside the patient, the balloon shaft fractured while inserting over the wire. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Returned product consisted of a nc quantum apex balloon catheter with the original box and a hoop. There was blood in the inflation lumen and the balloon was tightly wrapped. The device was returned in two pieces; the hypotube was broken 62cm from the strain relief. Product analysis revealed that the hypotube fracture faces were oval shaped, as if kinked prior to separation, and the material was jagged and stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). Inspection of the remainder of the device presented no other damage or irregularities. Because there was no evidence of any product quality deficiencies, it was considered likely that the reported difficulty was attributable to procedural factors. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
It was reported that shaft break occurred. A 20mm x 3.50mm nc quantum apex catheter balloon was selected to dilate the lesion. During introduction, outside the patient, the balloon shaft fractured while inserting over the wire. The procedure was completed with another of the same device. No patient complications were reported.